Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen on the unit is freezing up. The customer performed troubleshooting, but the issue was not resolved. At this time, it is unknown whether there is patient involvement associated with the event.